Manufacturer narrative:
H3, h6: given the nature of the reported incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of previous actions identified that a higher-than-expected risk of revision surgery was observed for the first generation of journey bcs systems. In response, a field safety corrective action was implemented to inform surgeons of the higher expected risk of revision, and to ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for further corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal reference (B)(4).

Event description:
It was reported that, after a tka surgery, 10 years post-implantation, the patient experienced a peg fracture in the journey bcs knee insert. It is unknown how this adverse event was treated. The current health status of the patient is unknown.